Manufacturer narrative:
This report refers to arjo liquid flusher rinse. The report for arjo liquid flusher detergent was registered separately (under the internal record tw(B)(4)). Based on the information collected in the course of the investigation, the most likely cause of the event might be related to use error - product labeling not being followed (arjo liquid flusher rinse intended for automatic rinsing of human waste containers was used to clean the floor). This is in line with the customer statement included in the customer report that the product was misused by trust employees. It should be underlined that the flushers are equipped with a dosing system (pump and hoses) and the dosage of arjo liquids is controlled by a microprocessor in the flusher. Following the flushers instruction for use (IFU) (e.g. For amigo flusher 60015000202_4en) : "the arjo flusher liquid - rinse is a mild alkaline solution to be used for automated rinsing of human waste containers and system piping to prevent hard water scale build up. " "exercise caution when handling the chemical agent used in the machine. Follow the manufacturers' instructions or contact the manufacturer: if the agent comes into contact with the eyes or skin or if vapors are inhalated". In summary, the device (arjo liquid flusher rinse) was up to the manufacturer¿s specification during the event. The product was not used for a patient hygiene at the time of the event. This complaint was decided to be reported to the competent authorities due to indication that staff members sustained serious injuries.

Event description:
Arjo was informed of an event involving arjo liquid flusher rinse and arjo liquid flusher detergent used with some other liquids (i.e. Clements chemicals - non arjo products) to clean the waste transfer station area. After washing the floor, the waste transfer station was closed overnight (without ventilation) and opened early in the morning by transport workers. Transport workers complained about sore eyes/throat. Additional information was received that some workers were given eye drops and ointment. Some of them required another visit to the eye clinic and some required care in the hospital.